Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to out of phase motor encoder signal. Unable to perform the displacement test due to motor error alarms during rewind. The device had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's sister reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.